Event description:
The customer observed falsely elevated ammonia results generated on the architect c4000 instrument for a newborn patient. The following data was provided (newborn reference range 18 to 72 umol/l): (B)(6) 2022 sid (B)(6) 128 umol/l, (B)(6) 2022 sid (B)(6) >575 umol/l, (B)(6) 2022 sid (B)(6) >575 umol/l, the patient transferred to another hospital and a new sample was collected and the result was 27 umol/l. The customer stated that they can release the >575 result if the bilirubin is not above 19. Sample bilirubin got a result of 11 on both (B)(6) 2022 tubes. The technician mentioned that they got error code 1350 unable to calculate result, no absorbance reads within absorbance range while running the samples yesterday. Both samples from (B)(6) 2022 looked icteric per customer. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) checked instrument logs and noticed that several errors were generated while running the falsely elevated ammonia results including error code 1350 unable to calculate result, no absorbance reads within absorbance range. The fsr suggested to the customer to perform multiple troubleshooting tasks including replacing dry tip, washing cuvettes, and recalibrating all the probes. Since multiple troubleshooting services were performed, the architect (serial number (B)(6)) was considered the cause of the issue. A review of the analyzer¿s service history revealed no contributing factors on or around the time of the complaint. There have been no further reports of discrepant results from the customer since the current complaint. A review of historical data revealed no adverse trend, systemic issues, or nonconformance associated with architect c4000 system. The review of this data did not identify any trends or abnormal complaint activity. The calculated erratic rates for the architect c4000, c8000, and c16000 were all below the upper control limit. Further review of the scorecard identified no adverse trend for the c4000 and no similar issues for discrepant results as described in this complaint. Labeling was found to be adequate for the complaint issue. Based on the information within the complaint record, no systemic issue or deficiency was identified.